Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the user was unable to get the worklist to populate, and the system filter would not move during the biopsy. Additionally, it is reported that the system would not expose, and the user was unable to complete the procedure. A field engineer was dispatched to examine the system and confirmed that no worklist was found. The field engineer rebooted the system and was able to pull the worklist. Further, the field engineer tested the system with a test needle and the system worked correctly; therefore, the field engineer determined that the users needle was not good. The field engineer confirmed that the system meets the manufacturer specifications.